Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that support was withdrawn on this pt. He has had multiple adverse events including hemolysis, liver failure as well as infection. Vad coordinator is not sure if the family will agree to an autopsy or if they will be able to return the pump for analysis. Also, not sure if they believe it was pump or pt related.